Event description:
Customer reported an issue with the passport v monitor, which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and verified the problem. Correction included replacement of the unit's display. Unit was safety tested to factory's specifications.